Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, filter retrieval attempt was made. A pigtail catheter was positioned below the filter and an inferior vena cave venogram was performed. Initial inferior vena cave venogram demonstrated thrombus within the filter basket that extends cephalad above the filter apex and the ivc filter was tilted to the right within the inferior vena cava. Approximately nine years later, an attempt was made to retrieve the filter although at that time, there was too much clot burden within the filter. Subsequent cavogram performed revealed several legs of the filter to be extraluminal. The sheath was retracted to a position above the infrarenal ivc filter. A gooseneck snare was then advanced through the retrieval sheath, however the filter could not be captured despite multiple attempts, as it was embedded. Numerous attempts were made to liberate the filter, which was able to be at least partially cleaved from the caval wall. One of the legs was captured by the forceps and became inverted. Approximately two months later, complex retrieval procedure was attempted. There was caval narrowing associated with the filter, which was partially embedded in the caval wall sheath was brought down over wire to just above the filter apex. The filter apex / hook was grasped with the forceps. Attempts at advancing the sheath and collapsing the filter with forceps traction resulted in straightening/deformity off the hook. After freeing the hook, utilized the loop snare technique, passing an exchange length glidewire loop. However, the filter apex would not engage due to angulation. After several attempts, it was able to completely collapse the filter into the sheath and remove it. One of the filter struts was fractured, the fractured fragment removed from the sheath together with the filter. Therefore, the investigation is confirmed for filter tilt, retrieval difficulties, filter limb detachment, material deformation and perforation of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful removal procedure. The patient reportedly experienced mild abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, filter retrieval attempt was made. A pigtail catheter was positioned below the filter and an inferior vena cave venogram was performed. Initial inferior vena cave venogram demonstrated thrombus within the filter basket that extends cephalad above the filter apex and the ivc filter was tilted to the right within the inferior vena cava. Approximately nine years later, an attempt was made to retrieve the filter although at that time, there was too much clot burden within the filter. Subsequent cavogram performed revealed several legs of the filter to be extraluminal. The sheath was retracted to a position above the infrarenal ivc filter. A gooseneck snare was then advanced through the retrieval sheath, however the filter could not be captured despite multiple attempts, as it was embedded. Numerous attempts were made to liberate the filter, which was able to be at least partially cleaved from the caval wall. One of the legs was captured by the forceps and became inverted. Approximately two months later, complex retrieval procedure was attempted. There was caval narrowing associated with the filter, which was partially embedded in the caval wall sheath was brought down over wire to just above the filter apex. The filter apex / hook was grasped with the forceps. Attempts at advancing the sheath and collapsing the filter with forceps traction resulted in straightening/deformity off the hook. After freeing the hook, utilized the loop snare technique, passing an exchange length glidewire loop. However, the filter apex would not engage due to angulation. After several attempts, it was able to completely collapse the filter into the sheath and remove it. One of the filter struts was fractured, the fractured fragment removed from the sheath together with the filter. Therefore, the investigation is confirmed for filter tilt, retrieval difficulties, filter limb detachment, material deformation and perforation of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. G4,h6(2976 & 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful removal procedure. The patient reportedly experienced mild abdominal pain; however, the current status of the patient is unknown.